Event description:
It was reported that prior to an unk procedure, the reload was not in the correct embedded position in the device. The device would not staple. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.